Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device cannot be used normally. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only, customer confirmed that the reported problem was resolved after redoing the self-test. The reported problem was unable to confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The reported problem was unable to reproduced, customer redid the self-test and device passed all required tests and was able to use functionally. Device remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.